Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory was performed and no anomalies were found. There were no anomalies identified and unable to directly address complaint. Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular lead had no capture. A chest x-ray showed that the lead had dislodged as compared to a post op x-ray several months earlier. The lead was explanted and replaced. At the lead revision, it was noted that the battery longevity was lower than expected. Reprogramming was done to improve battery longevity and the device remains in use. No patient complications have been reported as a result of this event.